Manufacturer narrative:
Details are listed in the article, titled ¿terrible t wave oversensing¿programming pitfalls and optimization of the dual chamber implantable cardioverter-defibrillator with left bundle branch pacing. Doi: 10.1016/j.hrcr.2025.08.019¿ details such as patient and device information was not provided as this research article was performed retrospectively.

Event description:
It was reported in the literature review, " terrible t wave oversensing¿programming pitfalls and optimization of the dual chamber implantable cardioverter-defibrillator with left bundle branch pacing" that an implantable cardioverter defibrillator (ICD) exhibited t wave-over-sensing resulting in pacing inhibition. Programming changes were made. No further information was provided.